Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive after he attempted to rinse dirt off the device. His blood glucose was 102mg/dl at the time of reporting. The insulin pump was returned for analysis. No additional information was reported.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device received with operating currents within specification. No failed battery test alarms were noted. The device was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had minor scratches on lcd window, cracked case at display window corners, and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.